Manufacturer narrative:
The explanted pump and the replaced external distal end portion of the percutaneous lead were returned for evaluation. The reported pump stoppages and alarms were confirmed during the review of the submitted system controller log files; however, the cause of the events could not be conclusively determined based on this evaluation. The log files captured several transient low speed events and pump stoppages on (B)(6) 2015. The events were associated with scattered low speed, low flow, and driveline disconnected hazard alarms and appeared to have occurred only while the patient was operating on the power module. Approximately 6 inches of the external distal end portion of the percutaneous lead was returned for evaluation. Electrical continuity testing of the distal end of the percutaneous lead did not reveal any discontinuities. Upon removal of the outer silicone sleeve, the distal end of the percutaneous lead showed several areas of breakdown of the braided shield, which appeared most severe at the terminus of the distal end bend relief. However, visual examination of the underlying wires did not reveal any areas of compromised wire insulation. The portion of the percutaneous lead extending from the pump housing measured approximately 5 inches in length. Combined with the replaced section of the percutaneous lead, approximately 27 inches of the percutaneous lead was not returned for evaluation. Electrical continuity testing of the percutaneous lead extending from the pump housing did not reveal any discontinuities. No areas of significant breakdown of the metal braided shield were observed and visual examination of the underlying wires did not reveal any areas of compromised wire insulation. Both the returned distal end of the percutaneous lead and the portion of the percutaneous lead extending from the pump housing were submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination of the pump¿s blood contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop, and functioned as intended. The evaluation did not reveal a device-related issue that would have contributed to the low speed events and pump stoppages captured in the submitted system controller log files; however, based on the manufacturer¿s previous complaint experience, the events captured in the submitted log files appear consistent with a potential percutaneous lead wire compromise. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 year and 3 months. The pump and the replaced portion of the percutaneous lead were received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced intermittent pump stoppages and had been feeling less energized. On (B)(6) 2015, the patient was admitted to the hospital. The log file was reviewed and low speed and pump stop events were noted on (B)(6) 2015 and (B)(6) 2015, and occurred when the patient was connected to the power module. A potential issue with percutaneous lead was suspected. On (B)(6) 2015, the manufacturer's technical services representative evaluated the percutaneous lead. The electrical continuity test did not reveal any broken wires. The x-ray images were reviewed and showed an area of concern by the distal end bend relief. The distal end of the driveline was then replaced with no issues. After the repair, the patient was placed on a grounded power module patient cable. Later in the afternoon, the patient continued to have low speed and pump off events while on the grounded power module patient cable. The log file was reviewed and confirmed that the issue was not resolved. On (B)(6) 2015, the patient's pump was exchanged.